Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. An invasive procedure was performed. When the pocket was opened, the distal pin of this lead came out of the device header. The lead was reconnected and measurements were within an acceptable range. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate these products remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.